Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed a .130 inch by .070 inch oblong hole burnt through the distal end of the main tube. The hole center is located roughly .500 inches above the tube extension. Localized material removed around the hole indicates that an arcing event occurred. The instrument was disassembled and engineering discovered that the tube extension and the hypotubes were charred in the same location as the hole. A crack in the distal end of the tube was noticed, which begins at one of the slot features and runs along the side of the hole. The source of the crack is unclear, however, it was determined that the crack in the tube most likely created a path for arcing to occur and high generator settings may have also contributed to the damage. No evidence of arcing at the instrument back end was observed. No other damage was found.

Event description:
It was reported that when performing the initial prostate dissection during a da vinci s prostatectomy surgical procedure the monopolar curved scissors (mcs) instrument was in use for approx 2 minutes when a burning smell was noticed. The procedure was paused and the source of the smell was found at the tip of the instrument which connects to the monopolar cautery cord. The mcs instrument and cautery cord were removed and replaced to complete the planned surgical procedure. No patient harm, adverse outcome or injury was reported.